Manufacturer narrative:
Explanation: pt discarded device. Lot number of solution used by pt is unk, and the MFR does not have info that would allow us to further our investigation of lot number. It is unk if the device failed to meet specifications as we have not received the complaint sample for analysis nor have we received an identifying lot number to perform product investigation. The device was most probably being used for treatment, as this type of device is not typically used for diagnosis. The relationship, if any, of the device to the reported incident/ adverse event is unk. The complainant implied an association between the amo device and the reported event. Root cause has not been established.

Event description:
We received info that a female pt was treated for a (unconfirmed) corneal ulcer while including complete moistureplus on her lens care regimen. Follow-up phone call from pt explained that her doctor felt that the corneal ulcer was due to overwearing of her contact lenses, not due to the solution. Pt has discarded the solution; lot number unk. Pt has fully recovered. No further info is available or expected.